Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 61 mg/dl, 361 mg/dl and 124 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated she drank some milk after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.